Event description:
Additional information was received that the device was reprogrammed to resolve the event, and provocative testing was performed and there was no inhibition of pacing.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and pacing inhibition was observed on the right ventricular (rv) lead on a pacemaker dependent patient. Additionally, noise was observed on the right atrial (ra) lead. The patient experienced dizziness and syncope as a result of the event. The suspected cause of the event was due to lead damage on the ra and rv lead, although not confirmed. Provocative testing was performed and the noise was reproducible. No intervention has been performed, although a lead replacement is anticipated. The patient is currently stable.